Event description:
It was reported that "(B)(6) 2023 , staples were found jamming during usage on the patient. Changed a new stapler. Involved 1 pc". At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.

Manufacturer narrative:
Qn# (B)(4) per DHR the product visistat 35w 6/box lot # 73b2200015 was manufactured on 02/01/2022 a total of 27,000 pieces. Lot was released on 02/11/2022. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.